Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume on (B)(6) 2017. The patient remained asymptomatic: drain 0: 46 ml fill 1: 1798 ml drain 1: 1419 ml fill 2: 1798 ml drain 2: 1305 ml fill 3: 1798 ml drain 3: 2350 ml fill 4: 1802 ml drain 4: 3443 ml fill 5: 48 ml the reported drain volume of 3443 ml was 191% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test and valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume on (B)(6) 2017. The patient remained asymptomatic: drain 0: 46 ml fill 1: 1798 ml drain 1: 1419 ml fill 2: 1798 ml drain 2: 1305 ml fill 3: 1798 ml drain 3: 2350 ml fill 4: 1802 ml drain 4: 3443 ml fill 5: 48 ml. The reported drain volume of 3443 ml was 191% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.